Event description:
The MFR received info alleging a ventilator was alarming. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, errors relating to the device's outlet flow path thermistor were observed in the ventilator's download error log. The device's outlet flow path thermistor was replaced to address the issue.